Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #?.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture is popping off prematurely, acting like a control release suture/pop-off. Surgery was delayed an unknown amount of time due to event. Another like device was used to complete the procedure. There were no patient consequences reported.